Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2011 the lay user/patient contacted lifescan (lfs) alleging the cap on her onetouch ultrasoft lancing device was broken. The medical surveillance specialist (mss) spoke to the lay user/patient for follow-up questions on (B)(6) 2011 and obtained/verified the following information. The patient informed the mss that she manages her diabetes with oral medications of metformin and glyburide pills twice daily. The patient reported the alleged issue began a week ago prior to contacting lfs. At the time the alleged issue began, the patient confirmed she did not take any action regarding her diabetes management routine. The patient confirmed she was feeling shaky, sweaty, weak, incoherent, and her speech was slurring 5 days after the alleged issue began. In response to her symptoms, the patient clarified and confirmed she drank apple juice and ate ½ a sandwich. At the time of the alleged issue, the patient indicated she was not able to test her blood glucose since she did not have another blood glucose device and she did not have another lancing device available to use. At the time of troubleshooting, the cca noted the patient was not a first time user of the subject meter and the correct lfs cap was being used. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.